Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. It was reported that the patient had the ins removed two to three years prior to (B)(6) 2017, the exact date was unknown. The ins was taken out because it was not connecting with the programmer. The device was not working according to the manufacturer representatives (reps) who checked it. A rep came in and checked the patient¿s battery two to three years ago and said it wasn¿t working anymore. The exact reason was unknown. It was noted that they left the leads in, but removed the ins. The patient was to have a new battery placed the week of (B)(6) 2017. The patient asked about getting a new recharger and programmer as she didn¿t have her old equipment. The patient was to follow-up with a healthcare professional. No further complications were anticipated.